Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient was treated with intravenous injection of meropenem (1 gm, daily), injection of gentamicin (2 gm for five days, route not reported) and injection of vancomycin (20 mg daily, route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of the report the patient had not yet recovered from the peritonitis event and antibiotic treatment was ongoing. No additional information is available.

Manufacturer narrative:
On an unknown date, dianeal therapy was discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient¿s peritoneal effluent was still not clear and the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.